Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. Customer was assisted with blank display troubleshooting. Customer's blood glucose was 278mg/dl at the time of incident. Customer stated that they have inserted a new battery and the screen stayed blank. Customer stated that the insulin pump's battery was changed three times and turns off without warning even with full battery. Customer stated that the insulin pump was not dropped/bumped, not exposed to moisture, but stated that there was corrosion in the battery cap. Customer was advised that a replacement cap will be sent. The insulin pump will not be returned for analysis.